Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's one step cable was damaged and was unable to attach the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.